Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the report with tandem technical support the customer had not yet addressed the bg level. The customer indicated that no backup insulin therapy method was available. A replacement pump was sent to the customer for continued insulin therapy.